Manufacturer narrative:
Correction: g1, g4, g7, h2, h3, h6, h10, h11 the customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of alarms for no apparent reason was due to the platen. Replaced broken platen,due to ch-IV set alarm replaced damaged rear case and door w/keypad a review of the device history record for sn (B)(6). Was performed from date of manufacture (B)(6) 2013 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 1 time and there were production failures (q6 200167661) for no power indicated on the source device.

Event description:
The customer reported that the device alarms for no apparent reason, no set loaded. There was no patient involvement.

Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 03arp2013 to the present date 11nov2020 and confirmed that this device was previously returned for servicing 1 time and there were production failures (q6 (B)(4)for no power indicated on the source device.

Event description:
The customer reported that the device alarms for no apparent reason, no set loaded. There was no patient involvement.